Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the system experienced a period of instability. Customer care recommended a sensor-relink to allow the system to reinitialize and converge faster. Post re-link, there was better agreement between bg/sg. Customer care recommended that the user continue to use the system and to calibrate when requested. The user was encouraged to reach out if they had any additional issues. Per dms review, the system is in use with up-to-date information.

Event description:
On march 7th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.